Event description:
Approx, "80" seconds into a novasure endometrial ablation, the pt made a "snoring noise, and her head rolled down to chest and her eyes rolled up." The procedure was completed at this point and the vasovagal response lasted only a few seconds. "The pt revived on her own and no treatment was necessary, no anesthesia was used." The pt was observed for a few hours and sent home.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).